Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the distal tip of the balloon catheter was occluded with solidified contrast media and the inner lining of the distal tip was damaged. During functional inspection, the device was flushed and the balloon inflated without a guide wire inserted as the distal tip was occluded. The balloon was deflated by retracting the syringe, without difficulty. A demonstration guide wire was advance and it was unable to be advanced to form a seal at the distal tip due to the occlusion. The reported difficulty to deflate was not replicated during analysis, however the presence of the solidified contrast and the damage to the distal tip is indicative of the as reported event. It is probable that the anomalies noted to the tip of the balloon catheter caused the reported difficulty to deflate the balloon during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to the reported event and to the observed issues.

Event description:
It was reported that during preparation, the balloon was difficult to deflate. There was no patient involvement.

Event description:
It was reported that during preparation, the balloon was difficult to deflate. There was no patient involvement.